Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator.  Healthcare provider (hcp) reported patient (pt) had speech changes and weakness and the hcp found that the pt's therapy was not turned on. Hcp turned therapy on and symptoms improved. Then, symptoms returned and therapy was off again. Hcp said they were with the pt today and saw implantable neurostimulator (ins) charged at about 50%. Hcp said they could not activate therapy on recharger. Agent described normal recharger function and suggested turning therapy on using pt programmer. Hcp said batteries were being changed in pt programmer now, but hcp would return to pt later on to turn on therapy.